Event description:
It was reported that prior to starting a da vinci surgical procedure, a cable frayed at the tip of a mega suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. A cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.